Event description:
It was reported that the ventilator display was black and unreadable. There was no patient involvement.

Manufacturer narrative:
Additional information: added UDI (international UDI: (B)(4)) date of report: 16jan2019. Date rec'd by MFR: 07jan2019. The burn out cold cathode fluorescent lamp (ccfl) backlight caused the dim display. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.